Manufacturer narrative:
28 patients (8 males and 20 female) with a mean age of 72 ± 2 years. This report is for an unknown synthes locking compression plate/unknown lot. Part and lot number are unknown; UDI number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
This report is being filed after the review of the following journal article: soo min cha, md, phd and hyun dae shin, md, phd, open reduction and internal fixation for nonunion of extra-articular distal humeral fractures in patients 70 years and older, journal of shoulder and elbow surgery 27(4), pages 118-125 (south korea). This retrospective study included 28 patients who received osteosynthesis treatment between march 2010 and december 2015. Primary conservative treatment had failed in all patients. All surgical procedures were performed via the posterior approach without olecranon osteotomy and with the use of double-locking plates for each column. Between march 2010 and december 2015, 28 patients (8 males and 20 female) with a mean age of 72 ± 2 years. Of these 16 patients were implanted with 3.5mm locking compression distal humerus plate (lcp). These patients were evaluated according to age, sex, and period of injury (from fracture to surgery), bone mineral density (bmd), and side of injury (dominant or nondominant arm). Follow up evaluation was performed at 2, 5, and 9 weeks and at 3, 6, 12, and 24 months. The following complications were reported as follow: 3 patients reported discomfort of the posterior elbow near the plate, resulting from the thinness of the subcutaneous tissues after union. This report is for an unknown synthes locking compression plate. This is report 1 of 2 for (B)(4).

Event description:
The study purpose was to report the clinical and radiologic outcomes of osteosynthesis by open reduction and internal fixation for nonunion of extra-articular distal humeral fractures in patients aged 70 years or older. Between march 2010 and december 2015, 28 patients (8 males and 20 female) with a mean age of 72 ± 2 years. Of these 16 patients were implanted with 3.5mm locking compression distal humerus plate (lcp). These patients were evaluated according to age, sex, and period of injury (from fracture to surgery), bone mineral density (bmd), and side of injury (dominant or nondominant arm). Follow up evaluation was performed at 2, 5, and 9 weeks and at 3, 6, 12, and 24 months.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Date rec¿d by MFR: the incorrect date was inadvertently utilized in initial medwatch. The correct date is february 20, 2019. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.